Event description:
No additional information was received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d9, h6, h11. Based on the results of the investigation, and since the device was not returned for evaluation, the event was not confirmed, and the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Additional information has been requested, but not received. Follow up attempts remain ongoing. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a gastrointestinal endoscopy procedure, multiple colon polyps were discovered. Due to the lack of audible prompts for electrocoagulation and electrosection, unstable output power of the electrosurgical generator, and inaccurate displays of data, issues arose with the polyp removal procedure which led to perforation, electrical injury (interpreted as burn) and bleeding in the patient's gastrointestinal tract. The operating surgeon immediately irrigated the wound, located the bleeding site, closed the wound with titanium clips, and transferred the patient to the department of surgery for enterorrhaphy. There was a surgical delay of approximately 4-5 hours. It was reported that the patient recovered and was discharged from the hospital. The customer later stated that the perforation occurred due to electrode failure.this is report 1 of 2.